Event description:
The customer reported that he was hospitalized with a low blood glucose reading of 26 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was accurate. The insulin pump was not exposed to high magnetic fields. The customer was also experiencing a high blood glucose at 435 mg/dl at the time of the call. The customer stated that this was due to the treatment received at the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.